Manufacturer narrative:
.

Event description:
A report was received that a patient had cellulitis with symptoms of redness and swelling at the ipg pocket site. In addition, the patient had signs of an infection over a previous ipg site that was revised (MFR. 3006630150-2014-02439). The patient was administered antibiotics. The physician suspects the infection to be device/procedure related. The patient underwent an explant procedure wherein all the devices were removed. The physician did not suspect malfunction.

Event description:
A report was received that a patient had cellulitis with symptoms of redness and swelling at the ipg pocket site. In addition, the patient had signs of an infection over a previous ipg site that was revised (MFR. 3006630150-2014-02439). The patient was administered antibiotics. The physician suspects the infection to be device/procedure related. The patient underwent an explant procedure wherein all the devices were removed. The physician did not suspect malfunction.

Event description:
A report was received that a patient had cellulitis with symptoms of redness and swelling at the ipg pocket site. In addition, the patient had signs of an infection over a previous ipg site that was revised (MFR. 3006630150-2014-02439). The patient was administered antibiotics. The physician suspects the infection to be device/procedure related. The patient underwent an explant procedure wherein all the devices were removed. The physician did not suspect malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot#: (B)(4), description: infinion¿1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot#: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.